Event description:
The complaint is reported as: an oxygen leak was detected during use. It is reported that the pt became cyanotic. The pt condition is reported as "fine".

Manufacturer narrative:
The device history record (DHR) review was performed and there were no issues found that could relate to any quality issues reported. All process parameters were found to be within specification and all in-process qa inspections were acceptable. The sample was not returned for eval, therefore, the complaint could not be confirmed and a root cause could not be established.